Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), product type catheter. (B)(4).

Event description:
It was reported an incident occurred while filling the pump. The patient had a seroma which wasn¿t very obvious because she was a little overweight. The pump reservoir was aspirated and filled. The needle was coming out because the needle wasn¿t being held down and so the needle came up and medication ended up being put in the seroma. When this was noticed, 17-18 milliliters (ml) was drained from the 20 ml that was put in. The pump was then re-accessed and filled and the pump was reprogrammed. About an hour after the procedure, the patient had overdose symptoms. The patient was lethargic and ended up going to the emergency room and was still admitted there as of the time of the report. The patient was admitted on tuesday and her vitals were stable, but she was still very somnolent and was hallucinating. The incident happened on 2014-(B)(6) at 2pm. It was noted the fluid that was aspirated was a little yellow and not all clear. The pump was being used to deliver gablofen.

Event description:
Additional information received reported that the patient¿s start date of baclofen intrathecal treatment was (B)(6) 2002 and the baclofen intrathecal treatment was ¿on-going¿. It was noted that there were no other medication contained in the pump at the time of the event. It was reported that the patient was taking no other medication at the time of the event. It was noted that the patient was medically stable after pump was decreased.